Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's battery was having issues and was sent in for analysis. The patient noted their ins was implanted in their glutes and was initially implanted at 1 inch below the skin. The patient stated that the ins did eat its way to another location and was currently located up against the membrane that separated the muscles and skin in their glutes. They had pain and burning where the ins was currently located and they wanted the spinal cord stimulation system (scs) permanently removed. The patient stated they knew why they were recalling the paddles and it was not due to the red wire coming loose but due to the issues it had been causing. The patient stated they had already replaced the paddles.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 02-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.